Manufacturer narrative:
The bwi product analysis lab received the device for evaluation 15-jun-2026. The analysis has begun but is not completed at this time. When the investigational analysis has been completed, a supplemental 3500a report will be submitted. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc., or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. The manufacturer's reference number: (B)(4).

Event description:
It was reported that a patient underwent a cardiac ablation procedure with a qdot micro catheter and observed an irrigation issue (device used in the patient). Irrigation was not delivered from the catheter tip during flushing. No error code was observed. The issue was resolved by replacing the catheter with another one. The procedure was completed without patient's consequence. Additional information was received on 24-may-2026. The device was used in the patient. No error code. The issue was identified visually during flushing. The irrigation issue was originally considered non-reportable, however, bwi became aware on 24-may-2026 that the device was used in the patient and have reassessed the irrigation issue (device used in the patient) as reportable. The awareness date for this reportable issue is 24-may-2026.